Event description:
The patient fell in (B)(6)2009. He stated that the fall did not seem to affect the implantable neurostimulator (ins); he just had to turn up the stimulation on his left side. The patient also stated that his left leg "gives out" and he had fallen a few times. Then on (B)(6)2010, he slipped causing him to fall down the stairs; he fell on his butt. Since that time, he had difficulty communicating with the ins using either the recharger or the patient programmer. He was able to recharge, but he had to "push the charging unit really hard" to get communication. The ins was not loose in the pocket. He stated that he had to turn the stimulation on the left side up "twice" as high as the right side. The patient was also now recharging daily to decrease the duration he had to charge because it was so uncomfortable to recharge. It was noted that it took him half an hour to get communication with the patient programmer. The patient had an appointment scheduled to see his physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)